Event description:
It was reported that stent damage occurred. The target lesion was located in the external iliac artery. A 7.0mmx15mmx90cm express sd stent was advanced for treatment in a bilateral leg angioplasty procedure. During advancement, the stent became stuck on a previously implanted stent. The stent became "mangled" as a result. The device was removed without further incident and was replaced with a different stent to complete the procedure. There were no patient complications.